Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as this complaint was based on an article review and no device/lot information was provided. Based on the information reviewed and due to the limited information available from the article, a cause for the reported slda cannot be determined. The reported mr appears to be due to the slda. However, a cause for the reported sepsis resulting in death cannot be determined. Additionally, a cause for thrombosis and stroke (cerebrovascular accident) cannot be determined. The reported patient effects of mitral regurgitation (mr), sepsis, death, stroke (cerebrovascular accident) and thrombus as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. The reported hospitalization and surgical procedure and additional therapy/non-surgical treatment were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. This event was further reviewed by an abbott vascular medical affairs director. The reviewer stated that ¿a research article ¿"surgical revision after percutaneous mitral valve repair by edge-to-edge device in high-risk patients." Reported about a mitraclip procedure during which one clip was deployed, reducing mr. Approximately 2 weeks later, slda occurred and mr increased to grade 2-3. The patient remained hospitalized and underwent mitral valve replacement. The patient underwent another procedure to treat thrombus. Approximately one month later, the patient experienced a stroke and died from sepsis. There is no evidence that death was related to the device.¿na

Manufacturer narrative:
The death date is estimated as (B)(6) 2015. Date of event and explant date has been estimated as (B)(6) 2015 . The implant date has been estimated as (B)(6) 2014. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda, thrombus, recurrent mitral regurgitation, prolonged hospitalization, sepsis and death. It was reported through a research article that this was a mitraclip procedure to treat mitral regurgitation (mr). On an unknown date, one clip was deployed, reducing mr. However, approximately 14 days later, the clip became detached from the posterior mitral leaflet,but remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr increased to grade 2-3. The patient remained hospitalized and underwent mitral valve replacement. The patient underwent another procedure to treat thrombus. Approximately 30 days later, the patient experienced a stroke and died from sepsis. Details are listed in the attached article, titled "surgical revision after percutaneous mitral valve repair by edge-to-edge device in high-risk patients."no additional information was provided.